Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later as a result of the inspection, it was confirmed that there was a crack in the left cylinder connecting tube. The cylinders and a pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later as a result of the inspection, it was confirmed that there was a crack in the left cylinder connecting tube. The cylinders and a pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump did not pass the activation test. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder had a hole at corner of a fold in the proximal end of the cylinder. Both cylinders had ad wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had a hole in the middle of the cylinder from sharp instrument. Leaks were identified in both cylinders. Based on the information available and analysis results, the leak at the corner of a fold in the first cylinder and the pump not passing the functional test confirmed the reported clinical observation of mechanical issue and the hole/perforation.